Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon (at 50 cm from the tip), in addition to dry blood signs. The tactile inspection did not report any other abnormality on the device. A 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. - 2 bar: the balloon kept showing wrinkles in the middle of the balloon. - 7 bar: the wrinkles on the balloon were slightly visible. - 14 bar: the wrinkles on the balloon were no longer visible. A very little twist on the guide wire lumen was detected. Evaluation method: visual inspection. Evaluation results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Evaluation conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient. No abnormality was noted during preparation and inspection of the device prior to use. During use, it was noted that the balloon was twisted and impossible to inflate. Normal inflation pressure was applied to the device. No clinical sequelae or patient injury reported for this event. No further treatment was required. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.